Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the reload was received engaged with the subject instrument. The instrument firing knobs were fully advanced, and the articulation lever was in neutral position. Visual evaluation of the reload noted that it was fully fired with the jaws clamped and the knife bar advanced to the extreme distal end. Additionally, the anvil clamping mechanism was deformed. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during an unknown procedure. The forceps had difficulty closing on the hepatic pedicle. When the device jaws closed on tissue during stapling, there was an abnormal sound and the stapler stayed closed with impossibility to open it again. The patient underwent emergency laparotomy and had a significant loss of blood of 2.5 liters. There will also be an additional operation to be performed to correct the issue. The current patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.